Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was stuck and injector did not push the lens properly. The surgery was completed on the same day with a new lens of same diopter.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to mid nozzle and is advanced under the intra ocular lens (iol). The iol is advanced into the nozzle entry and is damaged. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with the associated product. Plunger underride was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).